Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in december 2005 and had monitoring voltage of 2.71 v, a charge time of 15.4 seconds and battery status indicator of middle of life 1 (mol1). The patient heard beeping tones and came in for a device check. When the device was interrogated, the healthcare professional noted that the elective replacement indicator (eri) was reached on february 26, 2006 with a monitoring voltage of 2.64 v and charge time of 17.9 sec. The healthcare professional questioned why the device skipped mol2.